Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155907/7155942.

Event description:
It was reported that the patient developed infection at the pocket site. Symptoms of granulation, fluid and pain at the battery pocket were noted. The patient was placed on antibiotics, had fluid drained from the incision and underwent a spinal cord stimulation (scs) explant procedure. The explanted devices were discarded by the facility.